Manufacturer narrative:
The detached section is approximately .09" in length remains imprisoned within the inner diameter (cannulation) of the polyaxial screw located at the l4. It's manufactured out of nitinol, a shape memory alloy constructed from a combination of nickel and titanium. The nitinol used in the manufacturing of guidewires is processed and certified according to astm f2063 specifications for medical devices & surgical implants.

Event description:
An international customer ((B)(6)) reported that the surgeon felt strong resistance while attempting to remove the guide wire. The tip broke and was left in the patient as the surgeon pulled with extreme force to extract the instrument.